Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the pump had a difficulty sending the drug through the tube causing the cap to explode from the nj side and to spill medicine into the patient's clothes. The nj tube had a kink just before the metal part.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A sample without original package or lot number was received for evaluation. As a part of the evaluation, 10ml of water was inserted into the tube to see if there is any occlusion. There was no occlusion detected. After performing a visual inspection kinked tubing was observed. The reported condition of kinked tubing was confirmed. Based on the information available, a corrective and preventive action (CAPA) is not necessary at this time. This information will be utilized for trending purposes to determine the need for corrective actions. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.